Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during post aneurysm embolization treatment of a subarachnoid hemorrhage (sah), this hyperglide balloon failed to deflate after the first inflation. There was not any patient injury reported.

Manufacturer narrative:
The hyperglide occlusion balloon catheter was returned for analysis without the guidewire. No damages or irregularities were found with the hyperglide hub. No bends or kinks were found with the hyperglide catheter body. No damages or irregularities were found with the hyperglide balloon/distal tip. An attempt was made to flush the hyperglide catheter lumen; however, was found occluded with what is likely dried contrast. An in-house x-pedion-10 guidewire was hydrated and inserted into the hyperglide catheter lumen. The in-house guidewire was unable to exit the distal tip as it became stuck close to the distal tip. An in-house mandrel was inserted into the hyperglide distal tip lumen and became stuck near the same location. The hyperglide balloon was found to be occluded with what is likely dried contrast. The hyperglide balloon could not be used for inflation/deflation testing as it was found occluded. Based on the device analysis and reported information, the customer¿s report of ¿no/slow deflation during procedure¿ could not be confirmed and the cause could not be determined. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. No corrective action is required at this time. In addition, these types of events will be monitored as part of post market vigilance complaint trending and monitoring. If information is provided in the future, a supplemental report will be issued.